Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00244, 00245, and 00247. This event occurred in (B)(6).

Event description:
Primary surgery was performed at (B)(6) 2007. The patient came to the hospital because she felt any pains on her left hip and the surgeon found the doubt of altr. So the surgeon performed the revision surgery at (B)(6) 2015. His observation in the revision surgery was that neck had wear and corrosion evidences, head and stem pocket had wear evidences. The surgeon thinks head-neck junction was given the loading by patient weight and activity and this incident occurs due to the wear powders from the junction. The surgeon said he wants mpo to measure the wear volume.